Manufacturer narrative:
Patient's exact age unknown; however, the patient was (B)(6). (B)(4), (stent partially deployed; unable to be re-constrained). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenal bulb of a cancer patient on (B)(6), 2010. According to the complainant, the patient¿s anatomy was moderately tortuous. During the stenting procedure the physician was attempting to deploy the stent within a two to three centimeter stricture. Under the aid of fluoroscopy the stent was positioned into the intended location. During deployment strong resistance was encountered. After the stent was released approximately a quarter of the way, the device 'migrated to the anal side.' At this point, the physician attempted to reconstrain the stent; however this was not possible. The partially deployed stent and endoscope were removed from the patient as one. It was reported that there was damage to the handle and the proximal end of the delivery system; however despite attempts boston scientific has been unable to confirm the exact damage. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenal bulb of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was moderately tortuous. During the stenting procedure the physician was attempting to deploy the stent within a two to three centimeter stricture. Under the aid of fluoroscopy the stent was positioned into the intended location. During deployment strong resistance was encountered. After the stent was released approximately a quarter of the way, the device "migrated to the anal side." At this point, the physician attempted to re-constrain the stent; however this was not possible. The partially deployed stent and endoscope were removed from the patient as one. It was reported that there was damage to the handle and the proximal end of the delivery system; however despite attempts boston scientific has been unable to confirm the exact damage. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and dried blood was present inside the clear outer sheath of the stent. The clear outer sheath of the stent was accordioned at the proximal end of the stent. The distal handle was detached from the outer sheath; however 1 mm of the outer sheath was still attached to the distal handle. The outer sheath was accordioned where the sheath had separated in two. A bend was noted in the stainless steel shaft. During analysis, it was not possible to retract the outer sheath by hand. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the stent; however, the inner lumen was kinked. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.